Event description:
It was reported that the patient was having emergency backup battery (ebb) faults for the second time after changing out their ebb on (B)(6) 2026 due to ebb faults. Log files were submitted for analysis which confirmed that ebb fault alarms between 2-2:12pm and at 5pm on (B)(6) 2026. There were no other unusual events recorded in the log file event history. The recent ebb fault initially resolved after the ebb was exchanged and then reoccurred on (B)(6) 2026. There was also significant paint peeling off the controller that was noted and caused concern for shocks. Additional communication indicated the controller was exchanged and would be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.